Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue, infection, urinary/bowel disturbance, vaginal scarring and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. The patient underwent mesh removal in 2006. No additional information was provided.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005, (B)(6) 2005 and (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue, infection, urinary/bowel disturbance, vaginal scarring and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. The patient underwent mesh removal in 2006. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that following insertion, the patient experienced suprapubic pain, recurring urinary tract infection, flank pain, dysuria, urinary frequency and urgency.

Manufacturer narrative:
(B)(4). Conclusion code 67, 92: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.